Event description:
The surgeon referred to the sales rep that: "the patient underwent an osteosynthesis surgery. Three months later, the x-rays showed that the item broke in the insertion site at the proximal level of the nail, so the distal part of the nail sunk into the medullary canal. At that point, the surgeon has planned an unanticipated revision surgery."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been complete, any additional information will be reported in a supplement. Device will not be returned for evaluation.